Event description:
The patient was admitted to the hospital for withdrawal symptoms. Telemetry confirmed that a critical alarm had occurred. The alarm was due to a confirmed motor stall that was noted in the event logs with no motor stall recovery recorded; the stall is constant. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will sent if additional information becomes available.

Manufacturer narrative:
.